Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a calcified native valve, the native valve was pre-dilated. During the deployment, the calcified valve did not allow the transcatheter valve to anchor correctly. As the valve was release, it was released at a deep depth, which directly impacted the patient's hemodynamic. The deep depth generated severe insufficiency which did not allow for a stable diastolic pressure. The patient was treated by anesthesia. The implant team attempted to raise the device using a snare however it was not possible to move the valve to an optimal position that stabilized the patient hemodynamically. The valve was post-dilated but the physician was not able to keep the valve in a stable position. The implanting physician elected to implant a second transcatheter valve. The first valve provided an optimal anchorage area so that the replacement valve would be kept in its position. The replacement valve was implanted and mild insufficiency remained. The patient's hemodynamics improved and the patient left the procedure stable. The patient was not discharged after 48 hours, as the patient required additional examinations prior to discharge. No additional adverse patient effects were reported. Additional information was received that the first valve was released at a depth of at least 10 millimeters (mm). Severe paravalvular leak (pvl) was reported. The valve was repositioned to approximately 6 mm. A second valve was implanted at approximately 6 mm. Mild pvl was reported. The patient was referred to a neurologist to evaluate for stroke due to the patient¿s history of previous heart attacks. Additional information was received that the patient did not have a stroke but was being treated following the valve implant by the patient's physician. The treatment was not reported. Clarification was received which confirm that "lacering" meant that the valve was snared by the valve paddles and was raised.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.